Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned. However, the phenomenon,¿ image blackout¿, was reproduced in the field. As to a probable cause, it was likely that the phenomenon occurred due to ltf-s190-10 (see (B)(6)) which was used in combination. Regarding phenomenon, ¿error code e217¿, as to a probable cause, the phenomenon was not reproduced during investigation of (B)(6). Thus, the cause of the phenomenon could not be identified. However, e227 was found to have occurred due to ltf-s190-10 ((B)(6)), therefore, it was likely that e217 occurred due to ltf-s190-10 ((B)(6)) as well. It was noted that error code e217 occurs when scope ID data is corrupted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name and address: (B)(6) hospital. The device was returned for investigation. Upon evaluation of the device, the reported issues were not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite ii video system center black out was noted when used in combination with the endoeye flex deflectable. The event occurred during a therapeutic laparoscopic liver resection operation and a similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event. A field service engineer (fse) was onsite to evaluate the visera elite ii video system center. Upon evaluation, the blackout occurred approximately 10 minutes after powering on the visera elite ii video system center. The character information was displayed, but the endoscopic image was not obtained. When the power was repeatedly turned on and off, an e217/e216 communication error occurred. The fse was not able to isolate the defective product and requested verification by combining the visera elite ii video system center and endoeye flex deflectable videoscope. In addition, the fse checked the visera elite ii video system center log and confirmed that similar errors had occurred multiple times in the same combination. This record is to capture the unknown number of failures this device experienced found while reviewing the error logs. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation. This report is related to patient identifier: (B)(6) visera elite ii video system center that was used in conjunction with (B)(6) for the endoeye flex deflectable.